Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00805, 3005168196-2016-00806, 3005168196-2016-00807, 3005168196-2016-00808, 3005168196-2016-00809. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing three ruby coils through the lantern. Therefore, all three ruby coils and the lantern were removed. A second lantern was then opened and used to successfully deploy the next three ruby coils into the aneurysm. While attempting to advance two additional ruby coils through the second lantern, the physician experienced resistance and was unable to advance the ruby coils. The physician removed both ruby coils and then repositioned the lantern and the other manufacturer's diagnostic catheter. Afterwards, the physician was able to advance new ruby coils through the same lantern to successfully complete the procedure. There was no report of an adverse effect to the patient.